Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 23. Details of surgery: implant surface not completely covered with bone, nerve encroachment and ridge augmentation. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and swelling. No further patient complications were reported.